Event description:
It was reported that the implantable cardiac monitor was removed by the patient. It was noted that there was a small opening to the incision. The patient was treated with antibiotics and a steristrip. The patient is very active and exercises a lot. The patient indicated the wound opened up all the way and the patient removed the device. The device was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).